Event description:
Constrained liner was disarticulated in patient implant was removed and a new constrained liner was put in its place.

Manufacturer narrative:
Additional information (including x-rays and medical records) has been requested. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding disassociation involving a trident 0 deg constrained insert 28f was reported. The event was confirmed. A material analysis reported concluded no material or manufacturing defects were observed. Medical evaluation not performed as no medical records were provided. Device history review. A device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. Further information. No further investigation for this event is possible at this time.

Event description:
Constrained liner was disarticulated in patient. Implant was removed and a new constrained liner was put in its place.